Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780 serial# (B)(4) implanted: (B)(6)2017 product type catheter device code (B)(4) no longer applies to the catheter and instead (B)(4) applies to the catheter. Device code (B)(4) applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative on 2017-aug-10 reported there was no signs or symptoms to report. The patient's catheter was being revised and upon revision the issue was during the procedure with the old catheter connector being unable to be removed from the pump. It was noted that the patient had fallen requiring the catheter to be revised in the initial issue. The reason it was being sent for analysis was due to the pump connector integrity and not related to the patient's fall or signs/symptoms. No diagnostics/troubleshooting was performed as the healthcare professional (hcp) tried several tactics to remove the pump connector from the pump, but was unsuccessful. It was noted that the issue was resolved, and the patient's status was "alive-no injury. The patient was receiving morphine 5000mcg/ml for a total dose of 275mcg/day. Surgical intervention did occur as the pump and catheter were replaced on (B)(6)2017. It was noted that the hcp was revising the patient's catheter (the spine segment had moved from previous location at implant) and so the hcp opted to replace catheter with a new 8780. Upon removal of the pump connector, the hcp was unable to remove the connector from the pump. The outside silicone casing slid off the internal metal pin upon exertion. It was stated that the hcp was a highly experienced hcp and has implanted many of these and has never had this issue. After trying several things to remove the old catheter connector, it was determined by the hcp that the patient would need a new pump because the integrity of the other pump was compromised and the old connector was still unable to be removed. Therefore a new pump was opened, although the other pump was functioning properly, there was no way to attach the new pump connector to the old pump due to the old connector malfunction. The pump and catheter were being returned for analysis. The patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient needed to have a corrective surgery to fix the catheter that came out. It was also stated as the ¿catheter fell out.¿ it was noted that the patient had a ¿pretty bad fall¿ in (B)(6) and the doctor did not say the fall was related to the catheter coming out. It was stated that the patient was having pain and it was getting progressively worse. The patient was lying in bed unable to work for the past three days because of the pain. It was stated that since the catheter came out they were not getting the medicine and no longer getting relief of the pain and it was like ¿starting at ground zero.¿ it was indicated that the issue was diagnosed as the doctor performed x-rays within the last two weeks to confirm the catheter had come out. The catheter coming out had an event date of 2017 with ¿probably sometime in (B)(6)¿ and 2-3 weeks ago in 2017 was the event date for the pain. It was indicated that they were waiting for approval for the surgery. No further complications were reported.